Event description:
It was reported that an infusor had the tubing separate from the purple top. The process step for when this occurred is unknown. Patient involvement is unknown. Additional information was requested, however it was not available.

Manufacturer narrative:
(B)(4). The root cause could not be identified.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation, however a picture was provided. Inspection of the photo identified that the tubing was separated from the unit, confirming the customer reported condition. Should additional relevant information become available, a supplemental report will be submitted.